Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick blood glucose of 552 mg/dl while the connected dexcom g7 displayed ¿high,¿ and the ilet delivered insulin per algorithm steps totaling approximately 0.40 units before the user sought guidance. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake, review of user-reported glucose values, product-use education, and recommendation to follow the care team¿s back-up plan; the user¿s clinician reported loss of confidence in the dexcom g7 accuracy and interest in transitioning to libre 3+ sensors. Investigation of this case revealed an unclear cause of hyperglycemia with contributory inaccurate cgm readings reported by the clinician; no ilet pump malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.